Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 05/07/2018 stating that this lead had impedance of more than 3000 ohms and seen minute ventilation oversensing. No physician known at michigan heart, ann arbor. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).